Event description:
A surgeon reports that following insertion of the intraocular lens, the lens was noted to be "broken". The incision was enlarged to accomodate removal and replacement of the lens. Additional info has been requested.